Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(4). The patient reported that they began to shake unlike they have had in their arms/legs, couldn't walk, and had difficulty talking as of date notified. The implantable neurostimulator (ins) was checked using the ins recharger and it was found that the implant was off. It was noted that the patient had charged the battery previously and were 50% charged, and that once the ins was turned back on their shaking stopped. Follow up with the healthcare provider (hcp) is to be conducted. The patient's indication for implant is essential tremor and movement disorders.